Event description:
Caller reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Cts instructed the caller to try different charging methods, including using a different wall outlet, adapter, and charging cable, but the issue remained unresolved. The pump was not replaced as the warranty had expired, and suppliers were provided a report.